Event description:
It was reported that a substance that appeared to be blood had emerged from between the collar and the spinning distal tip section of the device during preparation for use. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.